Event description:
A consumer reported receiving a high blood glucose reading of 375 mg/dl when compared to a laboratory comparison of 210 mg/dl. These values when plotted on a clarke error grid, fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.